Event description:
The procedure was left sfa pta of a calcified lesion. The physician used a 4x120 nanocross to dilate the lesion. However, the nanocross balloon would not deflate. The physician used 20cc syringe on the side port for additional suction. The balloon still did not deflate. The physician then pulled the nanocross balloon back, and as it entered the sheath, the balloon deflated and became dislodged from the pta catheter. A snare used to withdrawal balloon material (marker bands removed also).

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the nanocross balloon catheter was returned loaded on a guidewire and the balloon chamber was not attached to the catheter or on the guidewire. The blue distal tip of the balloon was gently pulled from the balloon chamber material. The balloon chamber contained the distal tip, and both balloon markers were contained within the chamber. Using water filled syringe with a needle through the proximal balloon outer sheath and a clamp on the distal tip the balloon chamber was able to be inflated. Neither radial nor longitudinal tears were found in the balloon chamber. The inner liner/center lumen is stretched and on the guidewire. All components of the device were located among the return items.